Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported manufacturer representative (rep) was contacted about a system that will be explanted today ((B)(6) 2017). Rep stated that the healthcare professional (hcp) reported during an unrelated spinal fusion the surgeon "hit the catheter and it broke." Rep was not aware of any issues with the pump and stated he was told the pump was end of service (eos). It was confirmed the pump likely reached end of service last fall in (B)(6) 2016. It was discussed the possibility that patient did not have a lapse in therapy since the pump was not in use when the catheter was disturbed. It was noted that troubleshooting prior to call and during call was noted as not applicable. Rep questioned if the case was reportable and it was noted since there was limited information it would need to be reported. It was asked if patient experienced any symptoms, but it was unknown. It was noted the hcp explanting the pump today would not have any information on the pump reaching eos or the surgery that disturbed the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rep has no additional information. The patient elected to have his pump removed. Additional information received from a healthcare professional (hcp) on (B)(6) 2017 reported the patient first started experiencing the broken catheter in 2012. It was unknown what troubleshooting was performed related to the broken catheter. It was unknown if the pump and catheter was removed or replaced. The cause of the broken catheter was unknown. It was unknown if the issue was resolved and the patient's outcome was unknown. The patient's weight at time of event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.